Event description:
Doctor was drilling patient's left elbow and piece of drill bit broke off and remained in bone. The drill bit was removed from sterile table. Piece that remained was viewed on x-ray.